Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had broken front case and lcd display on pcu8015. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: repair. Case resolution: the pcu8015 was under first year warranty. I advised (B)(6) it would not be covered under the warranty due to physical damaged. I recommended eric to send unit in for level 2 flat fee repair. The other option is to order parts and repair the unit him self. (B)(6) chose to repair the unit him self. I assisted with part numbers and transferred him to com for pricing. End call.